Event description:
Complaint was reported as: the warehouse keeper found 2 pieces of catalog# 5-10408 without printing on the inner pack. No pt injury reported.

Manufacturer narrative:
It is unk if the device sample is available for eval.